Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Upon sensor removal, patient was not able to locate any portion of the sensor wire. Patient does not believe the wire is in his skin. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).